Manufacturer narrative:
No parts or files have been received by the MFR for eval.

Event description:
A medtronic rep reported the s7 system froze during a plif spine procedure. They had just finished placing the last screw and lee went to use the measure tool, and the screen was frozen. He reported that everything went fine, there was no impact to the pt as they were finishing up on the case.